Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp, that a flexima biliary stent system was used during an endoscopic biliary drainage (ebd) procedure (pt age unk, however over 20 yrs). According to the complainant, during attempts to release the stent, resistance was encountered at the suture resulting in breakage of the inner sheath. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.